Event description:
The dealer states, the chair pulls to the right when braking.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.